Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that there were complications when the patient was in surgery for their permanent implant. It was reported that the patient sat up and became very combative when they were woken up to test stimulation. At that time, the surgeon had already placed the surgical lead, had it anchored, done x-rays, made the pocket site, and tunneled the lead to the pocket site. It was noted that the incision site wasn't closed yet. The manufacturer representative reported that the patient was whaling around; the surgeon was trying to hold them down and get them sedated again. They were able to push propophol through, but then the patient ripped out their IV and blood was squirting everywhere. The manufacturer representative stated that the lead tails were in the multi lead trialing cable (mltc) but they believed that the physician assistant (pa) was able to disconnect them at some point. It was noted that they administered two rounds of im ketamine and finally were able to get IV access again and push more propophol. They were able to get the patient sedated again, so the pa re-sterilized the lead end tails, stabled the incision shut, and put a dressing on it. It was reported that they flipped the patient onto a stretcher and they were blue and no t perfusing. The manufacturer representative stated that they attempted to intubate the patient, but they may have been bronchospasming and their stats were in the 60s. Eventually they were able to intubate. The manufacturer representative stated that they didn't know how long the patient wasn't perfusing and that most likely their stats were even lower before. It was reported that they stabilized saturation and got the patient's blood pressure down. The patient was sent to the ER and their trial was covered. It was noted that the patient wasn't combative at all during that procedure. The manufacturer representative stated that the implantable neurostimulator (ins) was opened but not used, and disposed of. The lead remained in the patient and the manufacturer representative was working on getting the product reconciled. The manufacturer representative stated that they planned to make sure the patient was okay, and the surgeon would likely go back to the operating room and remove the lead, close the incision properly, and possibly re-implant at a later date. If additional information is received, this event will be updated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.